Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test via medwatch (mw5114002) for unknown quantity of tests performed on (B)(6) 2022. Consumer initially used with roche pilot covid-19 at-home test that generated positive results. Consumer also used inbios test that generated negative results. Lab test (unknown platform and brand) was performed, and it generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The consumer reported false negative results with the binaxnow covid-19 antigen self-test via medwatch (mw5114002) for unknown quantity of tests performed on (B)(6) 2022. Consumer initially used with roche pilot covid-19 at-home test that generated positive results. Consumer also used inbios test that generated negative results. Lab test (unknown platform and brand) was performed, and it generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
D4 (expiration date). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 180075 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 180075 and device part number 195-430h / lot 178675. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 180075 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could have possibly been related to the specific patient sample. E3 h3 other text : single use, device discarded.